Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined. It was noted the customer was not following the tube manufacturer's centrifugation recommendations. It was also noted there were instrument alarms before the sample run. A general reagent issue was not identified.

Event description:
The customer alleged they received a questionable cortisol result for one patient on their e411 analyzer. The patient's sample was initially tested and produced an instrument alarm. The primary tube was repeated and the result was 0.036 ug/dl and it was reported outside the laboratory. The physician determined the initial result did not correlate with the patient's medical condition and requested that the sample be repeated. The patient's sample was repeated twice using a sample cup. The repeat results were 12.47 ug/dl and 12.43 ug/dl. The customer sent the sample to another laboratory where it was tested on a cobas 6000 e601 module and the result was 11.260 ug/dl. The patient was not adversely affected by this event. The cortisol reagent lot number was 174778 and the expiration date was 02/27/2015.